Event description:
Sp0204 ins 8301 without the lower/proximal csf; anti reflux failed. The pt had the drain in place approximately one week when the anti reflux valve failed. A clot was noted around the valve. A second drain was placed and it failed immediately. Blood residue was not found around the second valve. A third valve was placed. As of (B)(4) 2011, the pt remained in the intensive care unit.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.